Event description:
It was reported that during an unspecified procedure, shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm x 15mm maverick² balloon catheter was selected for dilation. Upon advancing, the shaft of the complaint device broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the maverick 2 catheter was received inside a maverick 2 product pouch and shelf box that matched the information on the device. There was blood in the guidewire lumen. The tip was damaged. The mid-shaft was kinked 2.5cm from the guidewire exit notch. There was no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during an unspecified procedure, shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was selected for dilation. Upon advancing, the shaft of the complaint device broke. No patient complications were reported and the patient's status was stable.